Event description:
On (B)(6) 2012, patient's husband reported the up and down buttons on the infusion device do not respond correctly. This was first noticed 6-12 months ago when the patient tried to bolus. Patient boluses 5-6 times per day and has used this infusion device since 2007. The infusion device was not dropped on a hard surface. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation.